Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose(bg). On (B)(6) 2023 the customer experienced a low bg of 48 mg/dl. Customer was transported to the hospital by an ambulance. Customer was admitted to the hospital with a bg level of 18 mg/dl. Customer was treated with intravenous fluids of saline and glucose, , as well as consuming ¿turkey sandwich, pb and crackers, and grape juice.¿ treatment resolved the issue and there was no permanent damage. The customer was released from the hospital later that day. System check with tandem technical support confirmed the pump was functioning as intended. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.